Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary rx uncovered stent a was implanted on (B)(6) 2016 and on (B)(6) 2016 as part of the (B)(6) clinical trial. The patient had a history of cholangiocarcinoma. The patient was enrolled in the study as part of palliative treatment of biliary strictures produced by malignant neoplasms with no intended surgery. On (B)(6) 2016, biliary obstructive symptoms were collected and reported jaundice and pale stools. Liver function tests were also performed on (B)(6) 2016. On (B)(6) 2016, the patient underwent an endoscopic retrograde cholangiopancreatography (ercp) for imaging/biopsy during the stent placement procedure. The procedure was done in an outpatient setting. Additionally, a pancreatogram and biliary sphincterotomy were performed during the stent placement procedure. Prophylactic nsaids were administered to the patient. The first study stent, a wallflex biliary rx uncovered stent which is the subject of manufacturers report # 3005099803-2016-01956, was implanted on (B)(6) 2016 in a satisfactory manner during the ercp. On (B)(6) 2016, biliary obstructive symptoms were collected, with no symptoms reported. On (B)(6) 2016, during an ercp in an outpatient setting, the first study stent was noted to be occluded due to tissue ingrowth. A wallflex biliary uncovered stent (the subject of this report) was implanted to complete the procedure. On (B)(6) 2016, the patient experienced fever/ chills and jaundice. According to the complainant, the jaundice noted on (B)(6) 2016 is not an adverse event related to the stenting as jaundice was noted during the initial assessment of biliary obstructive symptoms on (B)(6) 2016. During an ercp on (B)(6) 2016 stent occlusion due to ingrowth was noted. It is unknown whether the ingrowth occurred within the stent with an unknown lot number (captured in this report) or if it occurred within the stent with lot number 18609960 (captured in manufacturers report # 3005099803-2016-01956) or which stent was related to the fever/chills. Another wallflex biliary uncovered stent (10mm x 80mm) was implanted to complete the procedure. Additional information received on october 18, 2016: the stent that was occluded due to ingrowth on (B)(6) 2016, was the stent with an unknown lot number. The stent occlusion was due to the disease progression at the proximal end of the stent.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. (B)(6). (B)(4) stent blocked/occluded due to tissue ingrowth. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary rx uncovered stent a was implanted on (B)(6) 2016 as part of the e7099 abc wallflex registry clinical trial. The patient had a history of cholangiocarcinoma. The patient was enrolled in the study as part of palliative treatment of biliary strictures produced by malignant neoplasms with no intended surgery. On (B)(6) 2016, biliary obstructive symptoms were collected and reported jaundice and pale stools. Liver function tests were also performed on (B)(6) 2016. On (B)(6) 2016, the patient underwent an endoscopic retrograde cholangiopancreatography (ercp) for imaging/biopsy during the stent placement procedure. The procedure was done in an outpatient setting. Additionally, a pancreatogram and biliary sphincterotomy were performed during the stent placement procedure. Prophylactic nsaids were administered to the patient. The first study stent, a wallflex biliary rx uncovered stent which is the subject of manufacturer's report # 3005099803-2016-01956, was implanted on (B)(6) 2016 in a satisfactory manner during the ercp. On (B)(6) 2016, biliary obstructive symptoms were collected, with no symptoms reported. On (B)(6) 2016, during an ercp in an outpatient setting, the first study stent was noted to be occluded due to tissue ingrowth. A wallflex biliary uncovered stent (the subject of this report) was implanted to complete the procedure. On (B)(6) 2016, the patient experienced fever/ chills and jaundice. According to the complainant, the jaundice noted on (B)(6) 2016 is not an adverse event related to the stenting as jaundice was noted during the initial assessment of biliary obstructive symptoms on (B)(6) 2016. During an ercp on (B)(6) 2016 stent occlusion due to ingrowth was noted. It is unknown whether the ingrowth occurred within the stent with an unknown lot number (captured in this report) or if it occurred within the stent with lot number 18609960 (captured in manufacturer's report # 3005099803-2016-01956) or which stent was related to the fever/chills. Another wallflex biliary uncovered stent (10mm x 80mm) was implanted to complete the procedure.